Event description:
The manufacturer received information alleging a ventilator's display was faulty. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device's display screen was found to be cracked. The device's display screen was replaced to address the issue. Additionally, a "service required" code was found in the ventilator's downloaded event log. The device's sensor board was replaced to address the issue.